Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant medical products: 5076-45 lead, (B)(6) 2012; 4396-78 lead, (B)(6) 2012. (B)(4).